Event description:
It was reported that a malfunction alarm occurred and that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. No usb cable was received for investigation therefore no evaluation could be performed for the usb cable allegation.